Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00097 on 15-apr-2021. Additional information (20-apr-2021): siemens evaluated the information provided and serviced performed on the atellica ch 930 analyzer. The siemens customer service engineer (cse) observed the reaction washer 1 dispense (r1d) probe, which dispenses water, was causing extra dilution with water on the cuvette. Siemens resolved the issue by replacing the valve used for the reaction washer 1 dispense (r1d) probe. Siemens concluded that the valve is the potential cause for the falsely depressed microalbumin_2 result. The analyzer is operational post-service visit and operating as specified. No further evaluation of the device was required. Section h6 (investigation findings and investigation conclusions) is updated with new codes.

Manufacturer narrative:
The customer observed quality control (qc) results were low and informed a siemens application specialist at the customer site. Siemens performed troubleshooting and replaced a 2-way solenoid valve that was malfunctioning. Siemens confirmed the performance of the atellica ch 930 analyzer post-service and confirmed that qc results were acceptable. Siemens is investigating the event.

Event description:
The customer observed a discordant falsely depressed microalbumin_2 result on an atellica ch 930 analyzer with serial number (B)(4). The customer reported the result to the physician(s). The customer used the same sample and atellica analyzer to perform repeat testing. The customer noted that repeated results were higher and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed microalbumin_2 result.